Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (motor issue) issue. It was reported that the pump made loud, screeching noises. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a motor issue.

Manufacturer narrative:
Follow-up #1 date of submission 03/16/2015-device evaluation:the pump has been returned and evaluated by product analysis on 03/02/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no evidence of a motor issue. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated loud noises. The pump case was removed, and no internal damage was found.